Event description:
The following has been reported: nurse reported: three reports of ivenix tubing leaking - lot fa25g23040, reference number set-0032-1 these were either a venofer, rituxan and or saline infusion, customer could not specify. A preliminary review identified the following issue: administration set leak (external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.